Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2; a3; a4: patient information was requested, but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the stent was deployed and remains in patient. No images were provided. Therefore, direct product analysis is not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a procedure, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was to be implanted to overlap with an eluvia des stent (non-gore). However, the deployment line was snagged on the non-gore stent. The physician cut the deployment line to remove the constrained device. The patient did not experience any adverse consequences.

Manufacturer narrative:
D9: device was returned on march 25, 2025, and evaluation was performed. The engineering evaluation states: the primary reported failure concerning a stuck deployment line could not be independently confirmed following evaluation of the returned device. The viabahn® device was returned with partial deployment of the outer zipper and a cut deployment line near the distal end of the endoprosthesis. Deployment was continued with traction at the endoprosthesis, demonstrating the zipper to be functional. Procedural use of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. Additionally, the physician indicated the deployment line was caught on a non-gore stent, and deployment of the viabahn® device was aborted. An independent assessment of the unintended device interaction as reported could not be conducted with the available return; however, the root cause of the stuck deployment line is consistent with deployment interference during the procedure as reported.